Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
The customer requested for backup battery replacement due to backup battery has been depleted. The customer reported there was no patient involvement.